Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, device appearance (observed void on valve side in the part not texture side, because reason is a not defect) and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in patch/shell bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on patch shell bond edge due to an unidentified (tear) opening.